Event description:
There was an allegation of a questionable sodium result from the cobas 8000 cobas ise module (double). The sample was repeated because the doctor questioned the results. The initial result was 121 mmol/l. The repeat result from the other ise module was 129 mmol/l. This result was believed to be correct.

Manufacturer narrative:
The cobas 8000 cobas ise module (double) serial number was (B)(6). The calibration and qc prior to the event was acceptable. The field service engineer checked the analyzer and could not determine a cause. He replaced the vacuum nozzle and a valve, adjusted the sipper nozzle vertical alignment inside the dilution vessel, and performed ise checks. He performed successful calibrations and qc that were within range. The investigation is ongoing.

Manufacturer narrative:
As the customer was unable to provide further information, the specific cause of the event could not be determined. The investigation did not identify a product problem.